Manufacturer narrative:
(B)(4).

Event description:
The implant insertion site for a rotator cuff repair was prepared with a 3.8mm golden awl. Three strands of ultrabraid sutures (from footprint ultra pk suture anchor 4.5mm) were threaded through the eyelet of the implant. The implant was tapped into the site using a small mallet, until the laser marking flushed with the bone. The suture locking mechanism was deployed and confirmed by three click sounds heard upon turning the knob clockwise. The surgeon made a quarter anti-clockwise turn of the knob and removed the device handle however, all three strands of sutures came out of the anchor, intact with no sign of cut/damage. The suture anchor was left in the patient's bone. Additional information received indicated that no damage of the eyelet was observed prior to implant insertion. There was no loose debris in the patient; the sutures were completely intact when they came out of the anchor. There was a delay of 5-10 minutes in the procedure before it was ultimately discontinued. The patient was a female had average to slightly soft bone was reported to be doing well post-procedure.

Manufacturer narrative:
Patient is reported to be approximately (B)(6). Only the 4.5 footprint ultra pk suture anchor inserter was returned for evaluation. Visual assessment of the device showed no damage. Functional inspection of the device found the device to operate as intended. Without the return of the anchor a root cause cannot be determined. Further investigation is not warranted at this time. (B)(4).